Manufacturer narrative:
The customer reported the AED will not power on and the asi is flashing red. The maintenance schedule is reported as 'unknown' as the caller is new to the school and had not been previously monitoring the device. The battery has an expiration date of december 2024, and the pads have an expiration date of october 2024. Communication with the customer: the customer was checking the AED as the school has just restarted. The caller reported replacing the 9v lithium battery; however, the asi is flashing red. The AED had not been checked since the end of the school year, this past may. Advised the customer that the battery pack is almost at the end of life and the manufacturer will replace it as a gesture of good will. A data card will also be sent to download the log history file to be returned to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on and the asi is flashing red. The customer did not report this event occurred during patient use.